Event description:
It was reported that an x-ray confirmed the patient's spacer had slightly shifted out of position. It was also reported that the patients level of pain prior to the implant returned after two weeks. The patient underwent an explant procedure where the spacer was removed and replaced successfully without any complications. The spacer was explanted and is expected to be returned for analysis.

Manufacturer narrative:
Visual and functional examination of the returned 101 series 12mm implant lot number: 800310 revealed no defects could be confirmed as the implant was completely intact and functioned acceptably. The cam lobes deployed without any resistance. The investigation concluded that the reported event of the spacer migrating could not be confirmed. Based on a lack of damage on the returned spacer and the successful functional test, the most probable cause is no problem detected.

Event description:
It was reported that an x-ray confirmed the patients spacer had slightly shifted out of position. It was also reported that the patients level of pain prior to the implant returned after two weeks. The patient underwent an explant procedure where the spacer was removed and replaced successfully without any complications. The spacer was explanted and is expected to be returned for analysis.